Event description:
Information was received indicating that a smiths medical cadd solis vip pump kept turning itself on and would not turn off. No adverse effects were reported.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 4582. H10 device evaluation: one cadd solis pump was returned for investigation in used condition. The event history log (ehl) was not available. The customer reported product problem (pump spontaneously turning on, and failing to turn off) was reproduced during testing. The problem was occurring because there was fluid ingression on the pogoes and on the microprocessor board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The source of the fluid ingression was not determined. A root cause for the customer reported product problem was not established. The microprocessor board was replaced.